Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery won't hold a charge was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner shut down. The root cause of the reported issue was due to an failure on the lithium ion battery. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the battery won't hold a charge. Unplugs at 100%-10 seconds in it's at 70%-shuts down at 30 seconds in.

Event description:
Per tm: the battery won't hold a charge. Unplugs at 100%-10 seconds in it's at 70%-shuts down at 30 seconds in.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the battery won't hold a charge was confirmed. The scanner was charged to 100%, when the ac adaptor was removed the scanner shut down. The root cause of the reported issue was due to an failure on the lithium ion battery. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Manufacturer narrative:
The device has not been received by the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
Per tm: the battery won't hold a charge. Unplugs at 100%-10 seconds in it's at 70%-shuts down at 30 seconds in.